Manufacturer narrative:
Final analysis revealed the pump had no audible tones due to a broken transducer.

Event description:
Customer called to report no audible tones. A tone test was conducted during troubleshooting and the pump alarmed but the sound was muffled. Instructed to return pump to medtronic and replacement was sent.